Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician noticed the braided hose connecting the facility's water supply to the unit was broken, causing the reported water leak. The technician replaced the braided hose, ran a test cycle, and confirmed the unit to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported water leaking from their reliance endoscope processor. No report of injury, procedure delay, or cancellations.